Event description:
Choke [choking] brush head broke off inside mouth-oral-b toothbrush [device breakage] case narrative: consumer reported via web that brush head broke off inside consumer's mouth while brushing. No serious injury reported (B)(6) 2026 follow up- suspect product updated. No serious injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choke [choking]. Brush head broke off inside mouth-oral-b toothbrush [device breakage]. Case narrative: consumer reported via web that brush head broke off inside consumer's mouth while brushing. No serious injury reported.